Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead dislodged multiple times due to the patient's anatomy, and it was difficult to obtain good sensing. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.